Manufacturer narrative:
Additional information: block b3 and block b5 have been updated based on additional information received december 30, 2025. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on an unknown date. It was reported that the balloon popped. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Additional information was received on december 30, 2025. It was reported that the procedure was performed on (B)(6) 2025. It was also reported that no piece of the balloon was detached inside the patient.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on an unknown date. It was reported that the balloon popped. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.